Event description:
It was noted, following phacoemulsification procedure a metalic fragment entered the pt's eye from the phaco handpiece. Fragment was removed by the surgeon. This info was submitted as f/u 2/24/94: on 1/19/94, following use of phaco handpiece, a metallic fragment was noted in the pt's eye. Metallic fragment was removed by surgeon.